Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be fully interrogated. The message -data not read- was displayed for all measured battery data. The pulse generator was removed and replaced.